Manufacturer narrative:
The device was received for evaluation on 10/31/2019. The event history was downloaded from the pump and the date and time at which the event happened was reviewed, finding on (B)(6) 2019 at 11:19 p.m. An infusion start on channel a with a flow of 250 ml / hr to deliver a vtbi (volume to be infused) of 250 ml with a duration of 6 hours. This infusion was stopped at 00:15 by an alarm and the device was turned off at 00:22 . The infusion lasted 56 minutes and infused a volume of 233.5. The device failed to complete its infusion because the alarm stopped the infusion and the device was manually turned off. The 233.5 ml delivery was correct according to the time the device infused. Tests related to the customer complaint were carried out with the following programming: start of infusion: (B)(6) 2019 time: 9:00 a.m. Flow rate: 250 ml / hr vtbi (volume to be infused): 1500 ml duration: 6 hours channel: a test results: end of infusion: (B)(6) 2019 3:01 p.m. Volume delivered: 1510 ml infusion time: 6 hours 1 minutes summary of the infusion: the device was programmed in channel a to deliver a total of 1500 ml in 6 hours, resulting in 1510 ml. 1500 * 5% = (+ - 75 ml). With an infusion tolerance of +/- 5% the delivery value was in an acceptable range. Margin of error + 10ml. Conclusions: according to customer experience, the delivery test is carried out with the programming found in the 6-hour history. The device performs precise deliveries between the tolerance described.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum pump that was programmed at 10pm to infuse an unspecified medication to run for six hours; however, the patient¿s mother affirmed that the medication was delivered in two hours. The event occurred during patient use, however, there was no harm reported as a result of the event. No other information was provided.